Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the implantable neurostimulator (ins) system was successfully removed on (B)(6) 2012 with a pre and post-operative diagnosis of sacral decubitus ulcer. Following explant, the patient was ¿doing fine,¿ but hadn¿t followed-up since (B)(6) 2012. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a (B)(6) patient with diabetes, chronic obstructive pulmonary disease (copd), and chronic and staged renal disease on dialysis. It was reported the patient developed a ¿labial abscess around the implantable neurostimulator (ins) that may have been aggravated by the pressure on the patient¿s sacrum¿ due to ¿improper offloading.¿ it was noted the ¿wound came up like a volcano rather than the outside in.¿ the abscess was incised and drained and ultimately grew mrsa. Eventually the device was removed. No further complications were anticipated. Relevant medical history includes urinary dysfunction/sacral nerve stim.